Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited an sensing issue with its slew rate. The lead was not used. The patient was discharged.

Manufacturer narrative:
The reported event of sensing problem was not confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing were normal with no anomalies found.